Event description:
The email received for (B)(6) study indicated that the patient had neurological event aphasia and right sided hemiparesis. The patients physical deficits resolved on their own within 48 hours. Cognitive deficits still improving at discharge .the patient was diagnosed with a stroke. The patient is a (B)(6) gentleman with a history of coronary disease and a history of bilateral carotid stenosis with chronic renal failure. He has undergone a prior left carotid endarterectomy in 1999. The patient is also status post right carotid angioplasty and stent from 2009. He had recurrent stenosis in the left internal carotid artery which progressed. He was asymptomatic from the stenosis but it was measuring greater than 90%. The patient presented to (B)(6) on (B)(6) 2010 to undergo left carotid angioplasty and stent. Following the procedure, the patient developed symptoms of aphasia and mild right hemiparesis. He was found to have wide complex tachycardia and hypotension. Upon later review it was found to be in atrial in origin. He was evaluated by cardiology and electrophysiology. He also underwent a renal consult. Adjustments were made to medications. He underwent a speech assessment. Echocardiogram demonstrated normal ef, due to the patient's initial hypotensive episode with neurologic changes, on the day of the procedure, he was intubated and sedated after having seizure-like activity. There was no occlusion on follow-up imaging, raising concern for hypotensive event with a history of severe copd and diabetes. The patient was extubated on post-procedure day #1, he continued to progress. His speech improved. His weakness resolved. The patient continued to be monitored and was transferred to the post-neurosurgical floor where he continued to progress. He had some hypertensive episodes. Adjustments were made to his medications.

Manufacturer narrative:
He also had some urinary retention and was evaluated by urology. The patient continued to progress and by (B)(6) 2010, it was discussed that he was stable from a neurological and medical standpoint and could be discharged home. This information was discussed with the daughter who agreed to help monitor the patient upon transitioning to home. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received for the (B)(6) study indicated that the patient had neurological events of aphasia and right sided hemiparesis. The patients physical deficits resolved on their own within 48 hours. The cognitive deficits were still improving at discharge. The patient was diagnosed with a stroke. The patient is a (B)(6) gentleman with a history of coronary disease, bilateral carotid stenosis with chronic renal failure, left carotid endarterectomy in 1999, right carotid angioplasty and stent in 2009. He had recurrent stenosis in the left internal carotid artery which has progressed. He was asymptomatic from the stenosis but it was measuring greater than 90% thus the patient presented to (B)(6) on (B)(6) 2010 to undergo left carotid angioplasty and stent. Following the procedure, the patient developed symptoms of aphasia and mild right hemiparesis secondary to a hypotensive episode. He was found to have wide complex tachycardia and hypotension. He was evaluated by cardiology and electrophysiology and it was found to be atrial in origin. Echocardiogram demonstrated normal ef. The patients medical history includes severe pulmonary disease, clinical copd, CABG, renal insufficiency, history of smoking, coronary artery disease and hypertension. High risk criteria: previous cea recurrent stenosis and age > 75. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. As endorsed by 2009 guidelines from the (B)(4) ischemic stroke is defined as an infraction of central nervous system tissue. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.